Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent initial hip arthroplasty. Subsequently, the patient was revised due to instability. Instability was due to breakage of the left acetabular liner. Black synovial fluid indicative of metallosis was found in the joint. Not all pieces of the liner were removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown shell, unknown; unknown, unknown liner, unknown; unknown, unknown stem, unknown. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02084, 0001822565 - 2018 - 02085, 0001822565 - 2018 - 02086. Product location unknown.

Event description:
It was reported that the patient underwent initial hip arthroplasty. Subsequently, the patient was revised due to instability. Instability was due to breakage of the left acetabular liner. Black synovial fluid indicative of metallosis was found in the joint. Attempts have been made and additional information on the reported event is unavailable.